Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic sigmoidectomy procedure, the cut and coag buttons did not return to off position after being pressed. The device kept activating. The was no harm to the patient. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Per engineering investigation, the ¿latch on¿ condition was caused by interference between the rocker component and the rocker window in which it moves. The width of the rocker was found to be larger than the width of the rocker window. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. Corrective action is being issued.